Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation is cystourethrocele, pelvic mass, bilateral adnexal masses, cystocele with stress urinary incontinence procedure performed: tvt and bilateral stent placement, diagnostic laparoscopy, exploratory laparotomy, bilateral salpingo-oopherectomy with frozen section of the left ovary, lysis of adhesions and perineorrhaphy. Complications post uretex implantation are in 2004 - pain on right side, voiding frequently, no sui. Return in 1 year. In 2005 - vaginal pressure, knot inside vagina, has vaginal discharge and odor, tightness in the vaginal area, painful intercourse, pain under the urethra - prescribed fioricet, estrace cream, premarin cream .2006 - denies any relief with any lubrication or cream, bladder leakage, painful intercourse, bleeding and pain in left side - planned for excising the area at 5-6 o¿clock. Prescribed estrace cream, premarin cream, cipro . In 2007 - yeast infection, dyspareunia and feels a stitch from surgery, urine leakage, urgency, husband feels sutures with intercourse - prescribed diflucan, gynazole cream, hydrocortisone, lidocaine gel, premarin cream - planned excision of the perineal body with perineorrhaphy as well as excision of tvt tape and release of the obturator site. Mesh (uretex sup) revision along with additional mesh (tvt secure) implant surgery: in 2007: underwent perineoplasty, excision of tvt tape and tvt secure (gynecare tvt secur) placement for dyspareunia under general anesthesia. Following the mesh revision surgery, she developed complications such as pain with sutures and bleeding, difficulty with perineal body, vaginal discharge which is yellow/green and malodorous. In 2008: underwent in-office mesh trimmings as follows. In-office mesh removal ¿ underwent excision of tvt extrusion. In 2010: in-office mesh removal. Underwent the in-office partial removal of the mesh.